Event description:
It was reported that the anchor broke up while it was been inserted in tibia during surgery. All the pieces were removed from the patient. It was not necessary another bone hole. There was a delay greater then 30 minutes. The procedure was completed with a backup device with no patient injury reported.

Manufacturer narrative:
One biosure regenesorb 10mm x 30mm screw returned. The complaint stated: ¿the anchor broke up while it was been inserted in tibia during surgery.¿ dimensional inspection verifies that this was a 9mm product. It was received in poor condition. The phillips' head does not show signs of stripping. It does show signs of over-torque. The product has been completely shear snapped in half. Prep per the IFU recommendation is critical for ease of insertion and successful anchoring. Since this is a tapered product, tunnel size needs to accommodate the largest diameter of the implant. To help avoid damages such as these, the IFU states: ¿use of a tap is recommended, in cases where hard bone is encountered, it is recommended that a tap 1mm larger than the screw be used¿, ¿ensure the screw is seated fully onto the tip of the screwdriver.¿ no root cause related to the manufacturing of this device was confirmed.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.